Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the unit had an excessive fabric detached from gauze. The troubleshooting of the picture found that the gauze showed fraying and linting. The picture showed that the gauze had probably been manipulated. It was reported that the product was linting. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by unfolding and/or manipulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the sponges were shedding when soaked with blood. The photo submitted showed that the fiber from the sponge came off and the piece fell into patient's cavity but it was retrieved. There was no patient injury.